Event description:
Implant date: 12/10/1998. Routine post-op x-rays revealed that rods at s1 on both sides were disassociated from the screws. Revision surgery on 12/18/1998 to revise construct. Six days later it was discovered that the pt had developed an infection. X-rays taken revealed rod at s1 had disassociated from the screw on the right side. Revision surgery on 12/24/1998 to replace screw and rod on the right side and implant a new crosslink plate.